Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, but the alleged battery unresponsive issue could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump battery was unresponsive. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.